Event description:
Information was received that a patient had a smiths medical deltec power port-a-cath ii port inserted (B)(6) 2018. On (B)(6) 2019, infusaport could not be aspirated or flushed CT showed was in correct position but had a catheter fracture 4cm from the distal apex.. It was required to remove the port and place a PICC line. No further adverse patient effects were reported.